Event description:
It was reported that interference and elevated pacing thresholds were occurring. Device was removed from service. No patient complications have been reported as a result of this event.